Manufacturer narrative:
Device was used a treatment, not diagnosis manufacturer: reported as (B)(4) on the initial medwatch without a lot number provided. Not implanted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the following event occurred during a secondary mandible resection procedure on (B)(6) 2014. This was a revision of the initial mandible resection surgery, due to a recurrence of cancer. Initial resection surgery was performed on an unknown date. The initial patient specific plate contouring matrix mandible plate and condylar head add-on system were removed. During the revision surgery, the surgeon had difficulty engaging the screws of the condylar add-on plate to the patient specific plate contouring custom implant. Three of the screws stripped, and could not be used. The surgeon had to stop, reassess the bend of the plate and then bend and file the plate a little more in order to the interface between the plate and the custom implant so that the screws would engage the implant. Another set was opened for additional screws. The procedure was prolonged by 25 minutes to manipulate the plate and secure additional screws to complete the procedure. Patient was stable following the revision surgery. This is 3 of 4 reports for (B)(4).

Manufacturer narrative:
Device was used for treatment, not for diagnosis. Implant date: unknown. Without a lot number the device history and the investigation could not be completed, no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.